Event description:
According to the reporter prior to use, after confirming it is full charge, the handle was removed from the charger and placed in the shell for use, which blacked out and became completely unresponsive after that. After returning the handle to the charger and trying to check it again, the green lamp flashing on the charger turned to red flashing. The charger was still able to work with other handles. A new signia handle was use to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident found that the battery data was taken from the handle and the cfet (charge field-effect transistor) permanent failure was tripped.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the gas gauge/battery data file for the battery was evaluated and the cfet (charge field-effect transistor) permanent failure status was tripped. It was reported that the handle does not initialize. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.